Event description:
Additional information received reported that impedances were measured on 2013-(B)(6) and all were within a normal range.

Manufacturer narrative:
Product ID neu_unknown_lead; product type lead product ID neu_unknown_lead; product type lead. (B)(4).

Event description:
It was reported, the patient had adverse stimulation paresthesia to low back. It was noted the patient was reprogrammed on 2013 (B)(6). It was further noted the etiology was not due to programming, related to the device or therapy, and not related to the implant procedure. It was noted the patient had inadequate low back stimulation coverage and a ¿pinching¿ sensation when the implantable neurostimulator was at high amplitudes. It was further noted the patient outcome was ongoing event. Additional information received reported the patient¿s leads were revised. It was noted that bilateral peripheral neuroelectrodes were revised to the sacroiliac area on 2013 (B)(6). It was further noted that reprogramming was done. It was noted the patient outcome was updated to resolved without sequelae on 2013 (B)(6). Additional information was requested, but was not available as of the date of this report.